Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet became locked in the ¿do you see drops¿ menu during a supply change and could not be exited despite troubleshooting. A replacement ilet was arranged. No blood glucose impact or patient symptoms were reported.